Manufacturer narrative:
Product analysis: the distal tip was slightly flared. The stent was positioned between the marker bands as per specification. A number of distal stent segments had raised and deformed struts. (B)(4).

Event description:
The physician intended to implant an endeavor sprint stent. The device was inspected prior to use with no issues noted. The target lesion in the rca exhibited 100% stenosis and was severely calcified. Lesion pre-dilation was performed twice using sprinter legend balloons. 60% stenosis remained after pre-dilation. It was reported that the endeavor sprint device could not pass the lesion. The device was removed from the patient. The physician determined the reason of the event was due to the severe calcification. The physician performed ptca to complete the procedure. The surgery time was extended. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. No patient injury reported.